Event description:
It was reported that this right atrial (ra) lead was unable to be implanted due to unknown product performance issues. No additional information is available at the moment. No adverse patient effects were reported.